Event description:
It was reported that the right ventricular (rv) lead dislodgement was observed two days post-implant. The rv lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product ID: sed01 implantable pulse generator (ipg), implanted: (b(6) 2007; product ID: 457453, implantable pacing lead, implanted: (B)(6) 2007.